Manufacturer narrative:
Vyaire complaint number (B)(4). The device was not returned to vyaire; however, vyaire technical support team arrived at site and checked unit operation. The reported error could not be duplicated. Unit was working to manufacturing specifications.

Event description:
A customer contacted vyaire medical to report that they encountered a high fio2 and low fio2 alarms continuously on the avea ventlator. At this time, it is unknown if there was any patient involvement or harm.